Manufacturer narrative:
A direct correlation between the reported event and the left ventricular assist system (lvas) could not be conclusively determined through this evaluation. Review of the submitted log files for events confirmed multiple low flow alarms. The pump appeared to be functioning as intended. Bleeding and respiratory failure are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 46 days.  The patient remains ongoing with the device. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was still in hospital since implant due to right ventricle (rv) dysfunction requiring inotropic support, ventricular tachycardia (vt) requiring lidocaine infusion, pulmonary hypertension and volume overload requiring veletri, renal insufficiency, respiratory failure status post tracheostomy, gastrointestinal bleed, and continued hypernatremia and encephalopathy. On (B)(6) 2017, it was reported that repeated low flow alarms were observed. Patient was admitted and unresponsive. Log file analysis completed by the manufacturer¿s technical services representative revealed low flow alarms recorded on (B)(6) 2017 at 2314 hrs where the pump may not be seeing sufficient volume. The pump parameters also showed an increase in power over the recorded time period with observable increases in power beginning on (B)(6) 2017. Additional information was requested, but was not provided.